Manufacturer narrative:
All ft3 results generated with the roche analyzers are around the lowest level of the normal reference range of the assay. The result from the siemens method is within the normal reference range. From the information provided, a general reagent issue can be excluded. Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. The investigation did not identify a product problem.

Event description:
The initial reporter questioned thyroid results for 1 patient sample tested on a cobas e801 module. The initial results were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were identified for elecsys ft3 iii (ft3 iii) between the customer¿s e801 module, the siemens centaur method and an e801 module used at the investigation site. Refer to attached data for the patient results. The ft3 iii reagent lot number used at the investigation site was 510082 with an expiration date of 28-feb-2022. The customer¿s e801 module serial number was not provided. The e801 module serial number used at the investigation site was (B)(4).